Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.